Event description:
Rn of home pt (hp) reported (rptd) hp dropped pt line of homechoice set onto floor during apd treatment, and then re-connected himself to set. Per rn, hp was subsequently diagnosed with peritonitis, and treated with antibiotics as an outpatient. Rn rptd hp has reported to treatment.